Manufacturer narrative:
(B)(4). Date sent: 8/24/2021. D4: batch # unk. Additional information: how was the device removed? Unavailable. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override. Did the jaws eventually open? Yes, jaw eventually open.

Manufacturer narrative:
(B)(4). Date sent: 9/21/2021. H6: component code =g04. Investigation summary. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembled the switch actuator post was found to be broken with the switch actuator loose inside the device; which lead to the device not been able to fire. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the actuator post has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4) date sent: 8/26/2021 additional information was requested and the following was obtained: how was the device removed?------unavailable what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? -------squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override did the jaws eventually open? -----yes, jaw eventually open

Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open?

Event description:
It was reported that during the video-assisted thoracoscopic right lower lobectomy, after reloaded the second vasecr35 and closed the closure trigger, noted that the device performed firing sequence automatically. The surgeon claimed that he did not yet pull the safety back. Then the jaw could not open after firing the third reload. There was no patient consequence reported. No additional information can be provided.